Event description:
It was reported that there was a damaged bezel. There was no patient involvement.

Manufacturer narrative:
Additional information: h10; added DHR review. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/20/2010 to the present date 11/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was a damaged bezel. There was no patient involvement.